Event description:
The event occurred at the beginning of a cystoscopy procedure. The intended procedure was completed with the same device. There was no delay in the procedure. The procedure was completed with the same device. Other devices did not have to be replaced. There was no patient injury. The event date is unknown. The device was inspected but no anomalies noted at processing. They use olympus cystoscopes with this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR), customer response updates. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. It was reported that during procedure, the device clamping portion of the camera head slipped and would not lock when placed on the lens. We are not able to determine a root cause for the reported failure, it was presumed that the reported failure was caused by the application of excessive external forces. Based on investigation findings, the ¿coupler damage" and "base plate bent" indicates that external force from handling during use, reprocessing, etc. Has been applied to the camera head. This external force may have deformed or damaged the camera head lock part, resulting in loss of the lock function.

Manufacturer narrative:
Device was received for evaluation. Evaluation of the device found that the coupler was loose from its mounting. The base plate was found bent causing an off centered image. The identified parts were replaced, device was repaired. Once completed, the device was tested and passed all required testing and specifications. Based on the evaluation findings, the reported issue was confirmed. The root cause of the issue was attributed to mishandling.

Event description:
It was reported that during an unspecified procedure, the device clamping portion of the camera head slipped and would not lock when placed on the lens. There was no patient harm or impact reported due to the event.